Event description:
Infant warmer failed to emit heat. This caused infant temperature to drop slightly. Once recognized infant was moved to warm isolate. Device tagged and sequestered. Bio-med department unable to determine root cause of device failure. Device yearly maintenance was completed in june 2021 with no events logged between then and this failure. System was removed from inventory and dispositioned after event due to device age.